Event description:
It was reported that during a laparoscopic gastric bypass, an error code 5, instrument error was received with the harmonic ace. It was stated that 10-15 minutes into the case while cutting thru the mesentary the error occurred. Troubleshooting steps were followed: removed device, used the torque wrench, shut down the generator and restart; the error continued. The hand activation buttons were not being used, the dr was using the footswitch. Another like device was opened and the case was proceeding as normal. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and an instrument error code 5. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the mfg process.